Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 10mm in length, eccentric, de novo target lesion was located in the mildly tortuous, moderately calcified and 2.5mm in diameter left anterior descending artery. After a 0.014 guide wire crossed the lesion, a 2.50x12mm balloon catheter was advanced for predilation. Percent stenosis of the lesion immediately after predilation was 50%. Then 12 x 2.50mm taxus¿ liberté¿ stent was advanced through the hemostatic valve however significant resistance was encountered. It was then noted that the stent was detached from the stent delivery system balloon. The procedure was completed with implantation of a 3.50x16mm and a 2.50x22mm stents. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis along with a detached stent which was stored in a plastic container. There were no issues noted with the profile of the tip. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There was clear evidence of stent crimp on the balloon. A visual and tactile examination found no kinks or damage along the length of the extrusion. No kinks or damage was noted along the length of the hypotube. An examination of the detached stent identified that the stent was bunched and flattened at one end. The length of the damaged detached stent measured 1cm. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 10mm in length, eccentric, de novo target lesion was located in the mildly tortuous, moderately calcified and 2.5mm in diameter left anterior descending artery. After a 0.014 guide wire crossed the lesion, a 2.50x12mm balloon catheter was advanced for predilation. Percent stenosis of the lesion immediately after predilation was 50%. Then 12 x 2.50mm taxus¿ liberté¿ stent was advanced through the hemostatic valve however significant resistance was encountered. It was then noted that the stent was detached from the stent delivery system balloon. The procedure was completed with implantation of a 3.50x16mm and a 2.50x22mm stents. No patient complications were reported and the patient¿s status was stable.